Manufacturer narrative:
Concomitant medical products: syringe (make, model, and manufacturer unknown); td unknown. No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported they use two connectors on each infusaport, and when swab caps are placed on the connector, leakage occurs. The customer states a leak can be replicated by placing a swab cap on one connector, and flushing the other connector with a syringe. When the connector with the syringe attached is flushed, the connector with the swab cap leaks. The customer believes the swab cap pushes down just enough on the "the blue part" of the connector to create a path for fluid to escape. There was no patient harm.